Event description:
The needles break and or bend 2, 7 and 3 cm from the tip. The sample needle broke and 3 cm long piece stayed in the pt's bone. Impossible to remove without orthopaedic surgeon's intervention. There were a few break incidents and a number of bends.